Event description:
A hospital in (B)(6) reported that the port of an rt235 breathing circuit was incorrectly attached to the extension tube of the expiratory circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the extension limb of the complaint rt235 infant breathing circuit was returned to fisher & paykel healthcare new zealand for visual inspection. Result: visual inspection revealed that the probe connector was connected to the complaint extension limb instead of a 12m-12m connector. Two corrugations near the probe connector, were found to be damaged on the complaint extension limb. It is also noted that the probe connector is not properly inserted into the tube. A lot check revealed no other complaint of this type for lot 110406. Conclusion: we are unable to determine if the reported fault was done during assembly or altered after the device has left production. There are standard operating procedures that instruct the operators to sufficiently insert the connectors into the tube. All breathing circuits are pressure tested prior to leaving the production line and the presence of the probe connector in the unheated limb would have been identified by the production staff during the pressure test.